Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the fiber cabling required tightening. The technician secured and tightened the fiber cabling, tested the function and operation of the vividimage surgical monitor, confirmed it to be operating to specifications, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the display on their vividimage monitor was distorted. No report of injury or procedure delay.